Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es smart remote manager was failed and patient details was not crossing to the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,17-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not crossing the server. A technical support specialist dialed in to the es server and logged into the pyxis enterprise (pe) system to check on a patient sample that had been provided. The patient was found to have a discharged status in the gu. The tss checked the services section and confirmed that all necessary services were running. A downtime query was then executed in sql server management studio (ssms), and it was confirmed that messages were being crossed over in real time. The tss also dialed in to the ER station and confirmed that the patient, with a discharged status, was available on the station. The customer was advised to verify the order ID at the station. The customer confirmed that the order was crossed over and acknowledged that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.